Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported tip break was not confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties of failure to advance and material deformation appears to be related to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported tip break as the device was returned with no tip damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left circumflex artery that is 90% stenosed. The 2.5x23mm xience xpedition stent delivery (sds) system failed to cross due to resistance with anatomy. The distal stent was noted to be kinked in and fractured. Another 2.5x33mm xience xpedition was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.